Event description:
A caller reported an issue with incorrect pump time, which was identified as being greater than a five-minute discrepancy from actual time. There was no adverse impact to the customer's blood glucose level. The caller received assistance in updating the pump time and was advised to monitor the situation and follow up if the discrepancy recurred. The caller acknowledged and understood the instructions provided.